Manufacturer narrative:
Date of event was reported as "a few days ago" ((B)(6) 2016).

Event description:
Information received from the patient reported that they had both a loss of stimulation from their implantable neurostimulator (ins) and had an overstimulation sensation. The patient had no trouble for 3 years and the therapy was working great but then they had a serious fall and were in a lot of pain. The pain was in their thigh and hip. The patient felt the stimulation and it "pulled" in their ankles when the stimulation was turned up high. The patient needed high settings for pain relief but did not want the pulling sensation. It was verified that the stimulation was on, was on group b (program 1 at 3.00 and program 2 was at 2.00). The patient had tried to increase/decrease the stimulation and had tried another group but the issue did not resolve. They wanted to review the programmer manual to see if they could make the necessary programming changes to resolve the issues. Also, the patient did not have a managing physician for the implanted device but did have a primary care physician (pcp). The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient wished to contact a manufacturer's representative (rep) to reprogram the ins because they have been having trouble with their legs. Sometimes the patient feels something going up their legs, and sometimes feels significant pain about the implant site. The patient stated that it feels as if the ins is moving around and migrating. The patient was unsure if the implant or the stimulation was causing the pain. It was reviewed that if the stim feels uncomfortable the patient should decrease or turn off stim until the patient is able to see their healthcare provider (hcp). The patient described these events as intermittent. The patient stated that trauma or falls could be related to the incident, and stated they were assaulted and landed on their back. The patient was redirected to their hcp to determine the cause of the pain.